Event description:
It was reported that the customer was getting drop outs on all mx40s on this patient information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched and visual inspection confirmed that the incorrect switch was attached to the device. The cisco switch 3750 was swapped out for a cisco switch 3850. The switch was rebooted. Functional testing concluded that the incorrect switch connection was being used. The cause of the incorrect switch use is unknown. Based on the information available and the testing conducted, the cause of the reported problem was connection. The reported problem was confirmed by the fse. The device was operational after repairs were completed. The investigation concludes that no further action is required currently.